Manufacturer narrative:
. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm pericardial mitral valve underwent valve-in-valve procedure after an implant duration of five (5) years and three (3) months due to valve degeneration leading to mitral stenosis.

Event description:
It was learned that the patient expired during the procedure.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve underwent valve-in-valve procedure after an implant duration of five (5) years, three (3) months due to mitral stenosis. The tmvr procedure was performed with a 26mm edwards transcatheter heart valve. The procedure was converted to open sternotomy following valve implant as the patient became hypotensive and a peri-cardial effusion was present. This was noted before valve implant, CPR and a peri-cardial window was performed. The patient was placed on bypass to stabilize. Echo revealed a tear in the left atrium just under the left atrial appendage. It was unsure what caused the tear. It was also noted that the confida wire lacerated the lv apex. The implanted transcatheter heart valve was functioning well without leak. The patient remained in the or with the surgical team to repair the atrial tear. No additional details were provided.